Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The patient was redrawn later in the day, and the new sample resulted lower than the initial sample upon testing on the same instrument. The physician(s) questioned the initial sample result, and the initial sample was rerun and also resulted lower. The rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist advised the customer to replace the r1 probe, check the depth alignment of the probe, and clean the sample probe and sample probe drain. The customer performed this maintenance and stated that the sample probe drain was dirty and that the r1 probe alignment had needed to be lowered. The tsc specialist followed up with the customer, and the customer had not had any further issues with results on the dimension rxl max instrument. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.